Manufacturer narrative:
Carefusion has dispatched a carefusion field service representative to evaluate and repair the device. The carefusion field service representative has not completed the evaluation of the device as 06/18/2015. Carefusion will submit a follow-up medwatch report once the evaluation has been completed.

Event description:
A respiratory therapist reported to the user facility biomed that when the device is turned on the device alarms "circuit occlusion". The user facility biomed reported that he verified that every time the device is turned on it alarms "circuit occlusion".

Manufacturer narrative:
The carefusion failure analysis lab technician noted during evaluation: received gde assembly for evaluation. Inspected the gde externally, found broken off connector from the harness assembly. Installed gde on to avea test station, powered in to user mode, and ¿circuit occlusion alarm¿ appeared. Cycled the power in to service mode to inspect insp pres, exp pres, and insp flow pressure transducers calibration screens. While checking the pressure transducers calibration noticed that the exp pres transducer has a railed low a/d count at a value of 3 in ambient pressure, insp pres and exp flow are within spec specification. Exp pres transducer is the defective component causing the reported circuit occlusion alarm. Root cause/ finding: this is a known issue and has been an internal action.